Event description:
Manufacturer's ref. #: 942215.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The internal leakage test and pressure transducer test failed during on-site visit. The air gas module was replaced. The issue has been resolved and the device was delivered to the user in working condition. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Our conclusion is that the replaced part was the cause of the failure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device's logs nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test and safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).